Event description:
It was reported that when using the bd pyxis¿ medbank tower message on the screen stated that the drawers were offline. The user was unable to log on to issue baclofen 5 mg tablets. The customer confirmed that the user was able to log on with a fingerprint to issue the medication, but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were offline. A technical support specialist walked the customer through restarting all in one using the power button to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.